Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead exhibited high thresholds. It was further reported intra-operative during the ra lead replacement that the right ventricular (rv) lead got damaged. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.